Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator was not sensing the alternate current (ac) power. Patient involvement is unknown. The service engineer (se) inspected the device and found the light emitting diode (led) wire open circuit. The se re-solder the wire and performed extended self-testing on the device.